Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was operated with multiple left pulmonary (oncological) resections by mini thoracotomy, during the weekend, the patient had a progressive subcutaneous emphysema and a thoracotomy dehiscence with pulmonary herniation, that was confirmed by CT scan, the patient had to undergo mini thoracotomy because of ruptured sutures. This was verified on the 6th postoperative day during patient reoperation. Upon reaching the plane of the thoracotomy, the rupture (tear) of the three sutures in "x" was verified for the costal approach, with integrity of the surgical knots. The sutures were separated from each other several centimeters and were not exposed to any cutting or erosive structure, so that only a material failure is plausible. The patient is still hospitalized.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of fifteen representative samples of device sealed. Visual inspection of the returned photographs revealed the suture which was knotted and in several pieces. Visual inspection and functional testing of the returned devices confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of fifteen devices. Visual inspection of the returned photographs revealed it was knotted and in several pieces. The returned opened product consisted of one partial suture that was also the subject of the returned images. The suture was knotted and broken. Visual inspection and functional testing of the returned sealed devices confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.